Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a patient had re-operation for a valve-in-valve procedure due to unknown reasons. A 29mm transcatheter valve was implanted using transapical approach in the mitral position inside a 29mm mitral surgical valve. No additional details were provided. Both devices remain implanted. There were no complications reported.

Event description:
Additional information received indicates valve was re-operated on due to calcification and structural deterioration with increasing stenosis and mild insufficiency of the mitral valve after an implant duration of approximately nine (9) years. The post operative course went well and was discharged on pod #3. There were no reported complications.